Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the remote home monitoring system showed an explant alert for the pacemaker. Review of the data found a decrease in estimated battery longevity from two and a half years remains to less than three months within approximately a year time frame. The pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Event description:
It was reported that the remote home monitoring system showed an explant alert for the pacemaker. Review of the data found a decrease in estimated battery longevity from two and a half years remains to less than three months within approximately a year time frame. The pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.